Manufacturer narrative:
Siemens filed the initial MDR 1219913-2016-00154 on august 30, 2016. On 09/12/2016 additional information: the patient sample is not available for additional testing and investigation. Unfortunately the customer discarded the patient sample by mistake. Therefore, siemens is unable to determine the cause. The cause for the discordant advia centaur xp hbsagii results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
The cause for the discordant (B)(6) results is unknown. The results from the advia centaur xp would indicate a late incubation or early acute time in the infection based on the (B)(6) results. However, the pcr results are negative. Siemens healthcare diagnostics has requested the patient sample for further testing and investigation. The information for use (IFU) states in the limitations section: "for diagnostic purposes, the(B)(6) test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings."

Event description:
False positive (B)(6) results were obtained for samples from the same patient. The physician questioned the results since this was a known blood donor. The patient sample was run on an alternate method and pcr testing. The results were negative. It is unknown if patient treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant (B)(6) result.